Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/13/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal operation or related issues. The pump was manually suspended on (B)(6) 2015; deliveries were never resumed. A manual time change was performed by the user on (B)(6) 2015 from 15:50 to 14:50. The total daily dose basal history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was above 600 mg/dl with large ketone levels attributed to an alleged inaccurate delivery issue. It was reported the patient was treated in the emergency room with intravenous fluids and insulin via injection. The reporter noted the patient remained on pump therapy and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. The reporter noted the patient had experienced an alleged low blood glucose excursion two days prior to the complaint, which animas customer technical service determined may have contributed to the reported hyperglycemia. This complaint is being reported because the alleged hyperglycemia was attributed to an inaccurate delivery issue of unknown cause.